Event description:
The customer reported discrepant troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for one patient, involving unicel dxc 600i synchron access clinical system. The customer stated the facility has a reflex test to retest patient results above the critical cutoff of 0.05 ng/ml. Subsequent testing of the patient sample recovered a result of 1.95 ng/ml, above the ami limit. Due to the discrepant results, the patient sample was analyzed on an alternate access 2 analyzer, which recovered a result of less than 0.04 ng/ml, within the normal reference range. The erroneous results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer indicated the sample was not hemolyzed, lipemic, or icteric and was centrifuged at 3500 rpm (revolutions per minute) for five minutes. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) verified system hardware performance. The fse noted bubbles in the wash pump and were being injected into the dispense probe tubing. The fse rebuilt the wash pump due to the bubbles. The fse performed a 15-repetition precision test using a patient sample. Quality control (qc) was performed following service and all results were within the assay and laboratory's expected values. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications.